Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 16-apr-2024, it was reported by the patient for the hyperglycemia and hypoglycemia due to bent cannula. She was hospitalized on 16-apr-2024 and at the time of hospitalization the blood glucose was 400 mg/dl. She was feeling sick/unwell. For the treatment of high blood glucose IV drip was given to the patient. At the time of low blood glucose level, the value was 50 mg/dl and for the treatment of this she was taken carb. Hospitalization was for overnight. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available